Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient fell after surgery which caused the summit stem to subside. Surgeon revised the femoral component. It was also reported that there was loosening in summit stem at the bone to implant interface. Doi: (B)(6) 2018; dor: (B)(6) 2018; right hip.